Event description:
The customer reported via phone call that the insulin pump alarmed motor error during a prime. The insulin pump would not prime. She tried to clear the alarm but the insulin pump turned off by itself. Customer's blood glucose level was 524 mg/dl. She was able to complete the rewind sequence. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test and unable to prime during prime/a33 test due to faulty force sensor resistor. The motor passed motor test. Unable to perform the occlusion test due to prime anomaly. The insulin pump has cracked case at the display window corner, minor scratched display window. The insulin pump was monitored in 3 days and had no blank display noted. The operating currents are within normal specifications. No moisture damage on the electronics noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.